Manufacturer narrative:
There was a missing sentence in the previous result of the investigation. The associated devices were returned and evaluated. The visual inspection finds the high flex insert returned with extensive damage, the edges are worn down with significant material missing, the tibial baseplate and femoral component also have damage to the surfaces. There is significant cement on the posterior side of both the tibial baseplate and femoral component. A lab analysis performed on the devices revealed that the retrieved lgn ps femoral, lgn ps hf insert, and gii tibial baseplate were visually and microscopically examined. The lgn ps femoral showed damage on the articular surface, and both the femoral and tibial components had bone and/or cement adhered to their fixation surfaces. The lgn ps hf insert displayed marks on the angled anterior surface, which may be consistent with extraction-related damage. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the baseplate and femoral component, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that in warnings and precautions that repeated assembly and disassembly of the modular components could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Modular components must be assembled securely to prevent disassociation. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection finds the high flex insert returned with extensive damage, the edges are worn down with significant material missing, the tibial baseplate and femoral component also have damage to the surfaces. There is significant cement on the posterior side of both the tibial baseplate and femoral component. A lab analysis performed on the devices revealed that the retrieved lgn ps femoral, lgn ps hf insert, and gii tibial baseplate were visually and microscopically examined. The lgn ps femoral showed damage on the articular surface, and both the femoral and tibial components had bone and/or cement adhered to their fixation surfaces. The lgn ps hf insert displayed marks on the angled anterior surface, which may be consistent with extraction-related damage. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the baseplate and femoral component, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that in warnings and precautions that repeated assembly and disassembly of the modular components could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Modular components must be assembled securely to prevent disassociation. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. This has been identified as a . A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tka performed on (B)(6) 2024. A revision surgery was performed on (B)(6) 2024 due to two insert dissociations and pain. The lgn ps high flex xlpe sz 1-2 15mm, the gii cm tib size 2 {} right, and the legion ps oxin fem sz4 rt were exchanged for a legion insert, legion ox femoral component, and legion baseplate, respectively. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.